Event description:
The account alleged that the trend gas springs on the unit are not longer holding. He can raise the bed to level and let go and it will stay in position, but when he applies pressure down on the sleep deck, it will go into trend.

Manufacturer narrative:
The account replaced the trend gas springs to repair the bed.